Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the full lead was returned for analysis; the defibrillation conductor was distorted.

Event description:
It was reported that during the implant attempt, the physician noted a kink in the distal coil, and the lead would not straighten out with the stylet removed. The physician could not get the lead placed in the rv septum and expressed there is something wrong with the lead. The lead was not used and another lead was placed. There were no patient complications reported as a result of this event.